Manufacturer narrative:
Ge healthcare recommended replacement of the flow sensors. No report of patient involvement.

Event description:
The hospital reported the unit was not detecting the flow sensors. There was no report of patient involvement.